Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports: 3mm laparoscopic locking grasper broke intra-abdominally during a procedure on (B)(6) 2013. Physician heard a snap. The instrument was removed from patient's abdomen and inspected. A small metal fragment was removed from the abdomen. (B)(4) received (B)(4) 2013. Customer reports device is old, sometimes you cannot see small cracks. Customer does not know device number. Surgeon was performing laparoscopic nissen fundoplication and button gastrostomy. Multiple phone and email contacts, promised information not provided.